Event description:
Sorin group (B)(4) received a report that the filter became detached from the autotransfusion cardiotomy reservoir of the kit ats x electa at the start of a procedure. It was reported that the patient was diagnosed with post-operative anemia and required an intravenous iron treatment.

Manufacturer narrative:
Sorin group (B)(4) manufactures the kit ats x electa. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the filter became detached from the autotransfusion cardiotomy reservoir of the kit ats x electa at the start of a procedure. It was reported that the patient was diagnosed with post-operative anemia and required an intravenous iron treatment. The event was reported to the (B)(4). This medwatch report is being filed in response to this action. The cardiotomy reservoir was discarded during the procedure and therefore, no product was returned to sorin group (B)(4) for investigation. It is likely the detachment of the inner filter was due to a breakage of the connector which joins the filter to the lid. It is possible that a blow to the reservoir lid due to a drop during shipping could cause damage to this coupling system. Sorin group (B)(4) has initiated a CAPA to reinforce the connection between the lid and filter. This reservoir was manufactured prior to implementation of the CAPA actions. See scanned page.